Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that a partial reset occurred on (B)(6) 2016.

Event description:
It was reported that the device performed a partial reset due to a high rate limit. The parameters were restored and the device remains in use. No patient complications have been reported as a result of this event.